Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: extreme thirst. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-5 error message. The customer¿s expected blood glucose test result range was not disclosed. At the time of the call the customer reported experiencing extreme thirst; medical attention was not required at the time. During the call, a back to back blood test was performed by the customer and produced e-5 using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is 04/13/2021; customer had two vials of the same lot number. The meter memory was not reviewed for previous test result history.